Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that a patient developed severe delirium and was treated with medication, the patient was assessed as recovered. The event was assessed as causally related to the study procedure and not related to the device hardware or stimulation. It was noted that the event occurred prior to the implant of any devices.

Manufacturer narrative:
Additional information was received that the episode of delirium occurred during the implant procedure, before any devices were implanted, and that the procedure had to be aborted. The patient recovered and was then discharged.

Event description:
A report was received that a patient developed severe delirium and was treated with medication, the patient was assessed as recovered. The event was assessed as causally related to the study procedure and not related to the device hardware or stimulation. It was noted that the event occurred prior to the implant of any devices.

Manufacturer narrative:
Additional information was received that the patients extremities were fixated for two days.

Event description:
A report was received that a patient developed severe delirium and was treated with medication, the patient was assessed as recovered. The event was assessed as causally related to the study procedure and not related to the device hardware or stimulation. It was noted that the event occurred prior to the implant of any devices.